Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the sensor gave a reading of 52 mg/dl, triggering her insulin pump to threshold suspend, and when she checked her blood glucose, it was at 249 mg/dl. The customer treated for high blood glucose and removed sensor. Customer stated she may have over calibrated. Customer also mentioned blood at sensor insertion site. It was advised the sensors would be replaced.